Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the alarm history. No motion sensor test failure error alarm was noted during testing. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm and a motor position encoder error alarm. Customer then received a motion sensor test failure alarm after attempting to rewind insulin pump. Customer reported of having high power magnetic pins on himself. Customer's blood glucose was unknown. It was reported that drive support cap was flushed. Insulin pump could not complete displacement test due to not being able to exit rewind. Customer was advised that insulin pump would need to be replaced.